Event description:
It was reported that the ilet did not power on or charge despite overnight placement on the charging pad, and the pad indicator showed solid green; troubleshooting included guidance on correct orientation and uninterrupted charging, and replacement charging equipment was arranged, indicating a charging problem associated with the battery charger. Customer care provided support that included remote troubleshooting and replacement logistics. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger component. No adverse clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.